Event description:
It was reported that the unit continuously alarmed. The event occurred during patient and there was no patient harm.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Manufacturer narrative:
H3/h6: the suspected device was returned for evaluation. The device was visually inspected. A functional test was performed, and the reported issue was confirmed. The cause of the reported issue was due defective pcb. As a result, the pcb was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.